Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to find the patient in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient failed to display on the pyxis to remove medication. The technical support specialist (tss) verified the patient activity and identified that the station had an admission inactive day of 10 days and that might lead to patient drop from the system. Tss provided the guidance to verify the patient appearance like if the patient was showing after the change in admission inactive days, perform any transaction against the patient and a remove and then return of a simple item would work. Once the transaction was performed, change the admission inactive days to same number to avoid performance issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to find the patient in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.